Event description:
It was reported that no pt was involved in this event. The evita stopped working and a burning smell was discovered. It was also reported the device has not generated an audible alarm.